Event description:
It was reported that when connecting the case to the handpiece, it does not attach well. Evaluation of the device found that the hinge was broken. There was no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign - russia review of the most recent checklist determined the reported issue could not be duplicated; however, the hinge was broken and the press insert was missing. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.